Manufacturer narrative:
Other excluder device included in this report: (B)(4). A review of the mfg records for the devices verified that the lots met all pre-release specs.

Event description:
On (B)(6) 2011, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Although the aneurysm was successfully excluded, the physician later became concerned that the device might eventually migrate, given the pt's age and comorbidities, if the system was not extended distally to the hypogastric artery. On (B)(6) 2012, the pt was implanted with an add'l contralateral leg components, extending the graft system distally to the hypogastric artery. The pt tolerated the procedure.